Event description:
It was reported that during an lar procedure, after ensuring that the thickness of the tissue was normal, the closure lever was closed, then the firing lever was closed with little resistance. No staples were deployed. The surgery was completed by another device. The patient was fine.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).